Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tenckhoff cath (10). Customer states that a crack and leak was found on the dialysis catheter. A traverse crack was presented 1 cm away from the joint of the (B)(4) adapter and the catheter. A nurse changed infusion for the patient at night and found leakage. After examination, the source was found to be the cracks on the catheter. The catheter was cut off 1 cm above the cracks and then connected to a new (B)(4) adapter. No patient injury.